Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display is bad. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with front cover having chips out of it, line cord discolored, pcb (printed circuit board) missing led (light emitting diode) and lcd (liquid crystal display) has liquid crystal leakage, corroded quick connect, cracked water tank cover. The customer stated problem was duplicated. Replaced pcb, quick connect, water tank cover, plate clip, line cord, front cover. The cause of the reported problem was traced to user damage of the device. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.